Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/18/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the quantity of sutures that broke during this single procedure being reported? A suture. Were there any patient consequences? They presented no consequences. Procedure name? Pediatric surgery. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent a pediatric procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.